Event description:
It was reported that the patient fell and caused the Spinal Cord Stimulator (SCS) leads to migrate which caused the patient to experience loss of pain coverage. SCS lead migration was confirmed thru fluoroscopy. The patient underwent a SCS lead replacement procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7172479.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4) .Model Number/Catalog Number: SC-4318.Batch/Lot Number: 37825207.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI)#: (b)(4) .